Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that the unit is shutting down, the dealer is not aware of any alarms going off.